Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient¿s lead had moved. Reprogramming attempted which did not provide therapy for the patient. Surgical intervention was necessary to relocate the lead. Reportedly post operatively the programming was adequate.